Event description:
It was reported that there was a stimulation/therapy issue: the patient got noticeable tremors in both arms when the stimulator was on. The tremors were so intense the patient could not function, write or drive. The tremors occurred no matter what the intensity or amplitude settings, and they stopped when the device was turned off. The doctor felt it may have been a paradoxical effect from some of the patient¿s medications. However, after medication changes the tremors continued. The device was reprogrammed and checked on (B)(6) 2015 when the cause of the tremors was thought to be the paradoxical effect of the medications. Symptoms or complications associated with the event included redness and spasm in the bilateral arms. There were upper extremity bilateral arm tremors only when the device was turned on. The patient¿s arms became red when the device was on as well. The patient was seen today, and it was determined that the device should be explanted and replaced. The device had yet to be explanted. The patient was doing well. However, the patient had crps arm pain when it was not being used and tremors when it was on. Diagnostics or troubleshooting included impedance testing and reprogramming. The issue was not resolved. The cause of issue was not determined. The patient¿s status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 1994, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had been having tremors to both arms since the new battery was implanted in (B)(6) of 2014. When the stimulator was turned off the tremors stopped. The healthcare provider (hcp) further reported that the device was out of range. It was reprogrammed per the manufacturer¿s representative (rep). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.